Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The implanted clip (70928u145) referenced is filed under a separate medwatch report.

Event description:
This is filed to report the interaction of the second clip delivery system with the first implanted clip. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip (70928u145) was implanted successfully in a2/p2 reducing mr to 3+. A second clip (70928u151) was advanced to the mitral valve, when maneuvering the mitraclip delivery system (cds) the cds interacted with the first implanted clip causing it to detach from the anterior leaflet, and remain attached to the posterior leaflet (single leaflet device attachment/slda); mr increased to 4. The second clip was implanted. Two additional clips were implanted successfully to stabilize the slda clip and mr was reduced to 1-2+. +. There was no reported adverse patient sequela or a clinically significant delay during the procedure. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported device damaged by another (caused damage) appears to be a result of procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.